Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), physician decided to recapture the leadless ipg due to high thresholds but device was entrapped in the tricuspid valve and when trying to recapture the tether broke. It was noted that during the tricuspid entrapment and withdrawal, the pressure in the right heart augmented and favorized a reopening of the patent foramen ovale (pfo). The patient went hypoxic during procedure, and deterioration was observed post operatively in the unit of intensive care with major hypoxia. Consequently, the patient died. Cause of death was determined as refractory hypoxia.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No, mfg date: 22-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.